Manufacturer narrative:
510 (k) number; k160229.cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer).exemption number: e2016031.information pertaining to section g.1 as follows: importer site contact and address: (B)(4)cook medical incorporated (cmi)1025 acuff roadp.o box 4195bloomington indiana 47402-4195.importer site establishment registration number: 3005580113.lab evaluation:the complaint device was returned to cirl for evaluation.a distal and a proximal kink were observed on the needle during lab evaluation. The tip of the needle was also broken and was not returned. There was resistance advancing the needle which could be attributed to the proximal kink. The proximal kink was confirmed to have occurred on return of the device . The distal kink would be relative of the break. Complaint is confirmed as failure was confirmed during lab evaluation. Root cause (possible):as the clinical settings cannot be replicated within the laboratory, a definitive root cause for the failure cannot be determined. A possible cause for the break in the needle may be due to a hard lesion.documents review:the lot number for this device is unknown; therefore a review of the manufacturing records could not be complete. Prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl ((B)(4)). There is also a 100% visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc as per (B)(4).IFU review:the instructions for use, ifu0109-4 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the user did not follow the IFU.patient outcome:as per information provided, there were no adverse effects on the patient due to this occurrence.it was confirmed that no part of the needle remained inside the patient.summary:complaint is confirmed as failure was confirmed during lab evaluation. As per information provided, there were no adverse effects on the patient due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
After checking from vocal folds to the subsegmental bronchus with endoscope, the physician started ebus-tbna with the complaint device. Olympus¿s endoscope bf-uc260fw was placed in 4r, then the needle of the complaint device with the stylet fully placed inside was advanced into the targeted site. However, the needle could not puncture the target site at the first needle advancement. The user tried three times in total, but he never succeeded with the device. The device was removed from the endoscope, then a bend was confirmed in the needle at approximately 2~3cm from the distal tip. Therefore, it was replaced with another echo-hd-25-ebus-o-c. The needle of the replacement device could puncture the target site at the first attempt successfully and the procedure was completed with the replacement. There have been no adverse effects to the patient reported.